Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020, brostrom repair with internal brace augmentation, procedure. The surgeon was drilling into the talus with the 3.4mm cannulated drill over a guide wire provided in the ar-1788j-cp (internal brace kit). Upon follow up fluoroscopy intra-operatively, it was determined that the tip of the drill bit broke off in the talus and was the reason they were unable to achieve the required depth. They attempted to retrieve the drill tip, but were unable. The surgeon had to redirect a solid drill inferior to the preferred location where the drill had broken off. They proceeded with the procedure as per the technique guide. The fragment remains in the patient.